Event description:
A malfunction alarm 20 was reported during the insulin pump operation while pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. As a result, the decision was made to replace the pump, and the customer was instructed to return the faulty device using a provided prepaid label. The customer will use multiple daily injections as backup therapy to ensure insulin delivery is not interrupted.